Manufacturer narrative:
Nerve damage. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a thyroidectomy procedure on an unknown date. After use of the absorbable hemostat, the nerve stopped functioning. Additional information has been requested.